Manufacturer narrative:
Additional information noted the impella device was received, and an evaluation/analysis is underway. Upon completion of the evaluationanalysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 75-year-old male with history of coronary artery disease status post percutaneous coronary intervention presented with stemi and bradycardia. On (B)(6), the patient transferred and was escalated to impella 5.5 via right axillary artery with plan for staged pci. On (B)(6), the impella was repositioned to more shallow depth despite no alarms. On (B)(6), the patient was taken to or for CABG and on (B)(6), there was a repositioning sleeve tear noted, device functioning normally. On (B)(6), the patient was weaned off support impella removed without incident. Engineering assessment by (B)(4): during impella 5.5 support, a tear was noted at the anti-contamination sleeve. Patient support continued without issue until the impella 5.5 was weaned and removed. There were no adverse events.

Manufacturer narrative:
Updated information: d9 device return date. Additional information provided stating that no additional information is forthcoming regarding event details. Investigation is ongoing.